Event description:
It was reported that a patient presented with a left anterior descending artery (lad) lesion. The decision for an impella cp was made before intervention to the coronary. The impella cp was placed and the lad artery was stented. The patient was sent to the unit to recover. During support, it was noted that pulses to the right distal extremity were not present. The patient was taken to cardiac catheterization lab where a femorofemoral bypass utilizing two sheaths was performed. The patient was weaned successfully and the impella cp was explanted. The patient's outcome is unknown.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿